Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6).

Event description:
It was reported that the non-boston scientific needle in the sheath was stuck in the distal part of the sheath and punctured the dilator when it was advanced. During a procedure a faradrive steerable sheath clear was selected for use. When the sheath was on the right side for the transeptal puncture, the non-boston scientific needle was stuck close to the distal part of the sheath during advancement. After a little push the needle did not go through the intended hole and punctured the distal part of the dilator, creating a new hole. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.